Event description:
Customer stated patient care tech went to squeeze hot pack to activate for patient. Hot pack burst, covering employee eyes in the fluid from the pack. The hot pack was discarded. No adverse injury to employee and no treatment given.

Manufacturer narrative:
The complaint was forwarded to the manufacturing facility where it is currently still under investigation. A follow-up report will be filed once the results have been completed.

Manufacturer narrative:
This report was filed in error. Cardinal health is not the legal manufacturer of this this device. The legal manufacturer is rapid aid in mississauga, ontario canada. The manufacturer has been notified of the event.